Event description:
Reporter alleged obtaining a discrepant blood glucose result of 300 mg/dl back to back with a result of 150 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent. Reporter stated he doesn't have the strips, and so, no product will be returned for evaluation.